Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received some ise noise and internal reference alarms on the cobas 6000 c (501) module - c501. The customer also stated that they received erroneous results for one patient sample tested for ise indirect na, ci for gen.2 (sodium, chloride) on the c501 analyzer. No erroneous results were reported outside of the laboratory. The sample initially resulted with a sodium value of 126 mmol/l and a chloride value of 133 mmol/l. The sample was repeated, resulting as 143 mmol/l for sodium and 110 mmol/l for chloride. The repeat results were believed to be correct. The patient was not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The customer removed the internal standard bath, cleaned it, then performed an ise check ten times. The field service engineer determined that the ise reference reagent bottle was misadjusted. He checked the probe alignments, gear pump pressure, and rinse levels. He adjusted the reagent bottle. He ran precision studies and all values were within specification. The customer ran patient samples. The analyzer was working within specifications.

Manufacturer narrative:
The field service engineer replaced a valve, tubing, and springs. He cleaned the rinse mechanism springs. He checked the rinse levels, bath nozzles, mixer alignment, valves, and probe alignments. He ran ise checks and precision studies. The customer ran calibration and controls. All values were within range. The analyzer was found to be working within specifications. The customer has had no further issues since replacement of the valve. The issue was resolved by the valve replacement.